Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the inside of the external pulse generator (epg) was corroded, and it stopped working. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis did confirm the customer comment that the unit was corroded inside. It was further noted that due to extensive damage to the device, it was being returned unrepaired. (B)(4).

Event description:
It was reported that the inside of the external pulse generator (epg) was corroded, and it stopped working. The epg was returned for repair. There was no patient involvement.